Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the ipg's position was bothering the patient. In turn, surgery occurred to reposition the ipg, which addressed the issue.